Manufacturer narrative:
Plant investigation: a fill valve and a drain valve were returned to the manufacturer for a physical evaluation. During a visual inspection, indications of thermal damage were identified on the fill valve in addition to cracks on the casing. The terminals have signs of arcing an pitting. The resistance across the hot and neutral terminals were found to be shorted. This electrical malfunction can be responsible for fill problems. The fill valve cable was also evaluated and found to be slightly damaged from the thermal event that occurred with the fill valve. A continuity check across the fill valve cable was found to be satisfactory. A visual inspection of the drain valve revealed no discrepancies. The drain valve was connected to a power source for testing and found to actuate without failures and hold water when closed without leaking. An internal inspection of the drain valve found no discrepancies. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. Therefore, the complaint event was confirmed.

Event description:
A user facility biomedical technician (biomed) reported that a dry acid mixer experienced problems with filling and draining. Upon follow-up the biomed stated that the fill and drain valves were replaced to resolve the reported issues. The machine was returned to service. There was no harm to any patients or individuals because of this malfunction. The samples were returned to the manufacturer for physical evaluation. Upon physical evaluation of the fill valve by the manufacturer, evidence of thermal damage was identified.